Event description:
A remstar auto a-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation, the third-party service center conducted a visual inspection of the device and found evidence of visible foam particles inside the assembly of the device. In addition, multiple error codes were identified: error code 7 (e-7: err_software), a reboot level error; error code 51 (e-51: err_corrupt_compliance_log), a continue-level error; error code 53 (e-53: err_comp_log_sem_timeout), a continue-level error; error code 55 (e-55: err_therapy_queue_full), a continue-level error; error code 62 (e-62: err_stuck_ramp_key), a continue-level error; error code 65 (e-65: err_stuck_encoder_a), a continue-level error; and error code 102 (e-102: err_thermistor_high), a continue-level error. Additionally, the main pca required replacement and there was dust/dirt contamination inside the device. The customer requested the device to be scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.